Event description:
Prduct was used to close a supraorbital laceration on a pt of unk gender. The product ran into the inner canthus of the eye and bonded it shut. The physician was unable to open the eyelids, he was advised to apply a petroleum based ophthalmic ointment to the area to help loosen the bond. At this time no additional info has been provided.